Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The therapy connector was replaced to resolve the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that the therapy connector of their device was broken. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.